Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the mildly tortuous amd moderately calcified shunt vessel. A 5.0 x 40, 40 cm mustang balloon catheter was advance for dilatation. During the procedure, the balloon ruptured after the first inflation at 18 atmospheres. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b: pro code - lit. G4: PMA/510(k) # field on 3500a form - k141597.